Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.

Event description:
It was reported that while the patient was in the intensive care unit after their implant surgery, the implantable pulse generator (ipg) was not pacing properly. The patient was returned to the operating room. It was noted that while the lead was connected to the device, the lead experienced high thresholds; however, when the lead was connected to the programmer normal threshold readings were found. The implantable pulse generator (ipg) device was replaced. The new device was connected to the existing lead and lead thresholds remained normal. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: sex if information is provided in the future, a supplemental report will be issued.